Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. The customer has reported that they fixed the device. At this time, carefusion has not received any suspect components for evaluation from the customer. (B)(4).

Event description:
The customer reported was not able to center the piston on the 3100a and that it was jumping while attempting to adjust it. The customer stated that there was no patient involvement associated with this event. After further investigation, the customer reported that they replaced the piston centering pot and the device has passed all performance checks.